Event description:
Additional information received reported that the outcome was resolved without sequelae on 2014-(B)(6).

Event description:
Additional information reported the etiology was the lead and not a new illness.

Event description:
Additional information reported the etiology was a new illness or condition.

Manufacturer narrative:
Product ID: 39565-30, lot# 0207079617, product type: lead. (B)(4).

Event description:
It was reported the patient had a malpositioned electrode. A CT scan showed the electrode was positioned more towards right of midline. The patient had a shocking type of pain located at their mid back and radiation around to their upper abdomen. Intervention included surgical repositioning. The event was ongoing and noted as related to device or therapy and related to the implant procedure. Additional information reported the event was not related to the implant procedure.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported interventions included reprogramming which was performed on (B)(6) 2014.

Event description:
Additional information received reported that the patient complained of shocking type pain in the right flank. It was noted that the event was diagnosed in a hospital setting. It was noted that there was a malposition of electrodes.

Event description:
Additional information received reported that the pain may have been related to the position of the implantable neurostimulator (ins).